Manufacturer narrative:
Date rec¿d by MFR:12jul2019. Information was received that there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 28jun2019. Date received by manufacturer: 11jun2019. The fse corrected that the power supply was not replaced for this repair. The blower motor controller, main board, air flow sensor, and cable connecting the sensor board to the air flow were the four parts replaced to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 10jun2019. Repair information was confirmed. Additional symptoms were noted, as the unit had errors noted for air, oxygen, and exhalation position problems. The power supply was replaced in order to address the reported issue of the liftoff failure and the overheated blower motor controller. The main printed circuit board and air flow sensor were also replaced. After these repairs, the unit passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. Failure investigation was completed. The main printed circuit board assembly (pcba) and the air flow sensor were received for evaluation. No signs of damage or contamination were found on either of the returned parts. The main pcba and the air flow sensor were installed into a test ventilator in attempt to duplicate the reported issue. Further investigation revealed no failures of the main pcba or the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The service engineer (se) inspected the device. The service engineer (se) inspected the device could not power on the unit. The se noted that the blower motor controller had overheated and replaced it then the unit powered on and the se found in the ventilator diagnostic logs air valve and oxygen valve lift off error codes. The se then found the unit was not passing extended self test (est) with an air error. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a air valve liftoff failure error code. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified: estimate used.